Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause of the test failure was isolated to shorted c7 capacitor on the computer/analog board. C6 was replaced due to excessive heat. The root cause for the shorted capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor was overheating.